Event description:
Repositioning was attempted due to lead dislodgement. Lead was explanted and replaced with a new lead due to fleshy debris adhering to the screw.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.